Event description:
The patient reported that the lead "broke." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported receiving 8 shocks. No further patient complications have been reported as a result of this event.